Event description:
The advocate alleged a control test was performed using the customer's breeze2 meter and the result was 166 mg/dl. The normal control range was 90-124 mg/dl. No adverse events were alleged. The advocate did not have the customer's testing supplies with him at the time of the call, so troubleshooting was not possible. Customer service attempted to contact the customer after the initial call, but they were unable to reach her. No product will be returned.